Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reports right side seroma (late). Device remains implanted.

Event description:
Additionally, healthcare professional reported pain, redness, ¿folds of usual and frequent aspect¿ and ¿signs of edema.¿

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reports right side seroma (late). Additional information reported: pain, redness, ¿folds of usual and frequent aspect¿ and ¿signs of edema.¿ device remains implanted. Patient representative reported "bad nights sleeps anguish and fear. Patient is unable to perform physical activities. The limitation is not only physical, but also psychological.", "mastalgia", "changes in the cervical nodes" and capsular contracture baker grade IV.